Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe had foreign matter inside at least 10 syringes. No serious injury or medical intervention was reported. "Material no: 302832, batch: 8332990, it was reported that there are pieces of plastic inside of at least 10 syringes. Per snow record: customer called to report that there are pieces of plastic inside of at least 10 syringes. Send label to customer."

Manufacturer narrative:
Investigation: three samples were received. Visual inspection was performed, each syringe has a piece of plastic adhered to the rubber stopper. Each piece of plastic is ¼¿long x 1/32¿. Failure mode is verified. This was likely due to a jam at the plunger rod- stopper assembly machine. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe had foreign matter inside at least 10 syringes. No serious injury or medical intervention was reported. Verbatim: "material no: 302832 batch: 8332990. It was reported that there are pieces of plastic inside of at least 10 syringes. Per snow record: customer called to report that there are pieces of plastic inside of at least 10 syringes. Send label to customer."